Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts to contact the customer were made to acquire add'l info related to the complaint and to get the power supply back; however, all attempts were unsuccessful. As of the date of this report, the power supply has not been received. Based on info in the complaint, it cannot be confirmed that there is not a breach in the transformer housing. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. (B)(4), approved on (B)(6) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that the "adapter" for her pump "is cracked and the insides have become exposed."